Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). Conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
Patient has a history of hyperlipidemia. Index procedure was prompted by stable angina. During the index procedure one endeavor sprint drug eluting stent was implanted in the lcx. It was reported that post deployment proximal to stent had at least 70% stenosis, probably 'snowplowing' and residual stenosis had got worse. Another endeavor sprint eluting stent was then implanted in the lcx.